Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the lead was re-positioned. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's lead had migrated. As a result surgical intervention was undertaken on (B)(6) 2019 during which the lead was repositioned. Following the procedure the patient is not experiencing effective therapy. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.